Manufacturer narrative:
Mml# (B)(4). Other devices replaced. Model: 8145. Description: reactiv8 implantable stimulation lead. Serial number: (B)(6). UDI#: (B)(4). Model: 5100. Description: reactiv8 implantable pulse generator. Serial number: (B)(6). UDI#: (B)(4). The ipg and lead assemblies were received for analysis. The lead assemblies received were cut into two segments from the explant. The functional testing cannot be performed on both leads. Visual inspection found no nonconformances that would have contributed to the alleged lead migration. There was no allegation against the functionality of the ipg. Functional testing could not be performed on channels 1 to 4 of the ipg due to the anode end that could not be extracted from the port. Channels 5-8 passed functional testing and performed correctly. Visual inspection observes no damages or anomalies with the received ipg.

Event description:
It was reported that the patient was not getting full use of the device and alleged right lead migration. Upon review of the pre-revision image, the right lead was not in the correct position. It is unclear if it is an actual lead migration or misplacement of the right lead, as the previous implant images were not available to compare. The patient underwent revision surgery to replace the right lead. Unrelated to the issue, during the procedure, the left and right leads were stuck at the implantable pulse generator ( ipg) header and would not come out. To address the issue, both leads and the ipg were replaced. There was no report of patient harm or injury.

Manufacturer narrative:
Mml# (B)(4). Other devices replaced. Model: 8145. Description: reactiv8 implantable stimulation lead. Serial number: (B)(6). UDI#: (B)(4). Model: 5100. Description: reactiv8 implantable pulse generator. Serial number: (B)(6). UDI#: (B)(4). The ipg and lead assemblies were received for analysis. The lead assemblies received were cut into two segments from the explant. The functional testing cannot be performed on both leads. Visual inspection found no nonconformances that would have contributed to the alleged lead migration. There was no allegation against the functionality of the ipg. Functional testing could not be performed on channels 1 to 4 of the ipg due to the anode end that could not be extracted from the port. Channels 5-8 passed functional testing and performed correctly. Visual inspection observes no damages or anomalies with the received ipg. Additional information: the pre-revision imaging was obtained and reviewed. The lead migration was due to improper lead placement. Updated h6.

Event description:
It was reported that the patient was not getting full use of the device and alleged right lead migration. Upon review of the pre-revision image, the right lead was not in the correct position. It is unclear if it is an actual lead migration or misplacement of the right lead, as the previous implant images were not available to compare. The patient underwent revision surgery to replace the right lead. Unrelated to the issue, during the procedure, the left and right leads were stuck at the implantable pulse generator ( ipg) header and would not come out. To address the issue, both leads and the ipg were replaced. There was no report of patient harm or injury.

Event description:
It was reported that the patient was not getting full use of the device and alleged right lead migration. Upon review of the pre-revision image, the right lead was not in the correct position. It is unclear if it is an actual lead migration or misplacement of the right lead, as the previous implant images were not available to compare. The patient underwent revision surgery to replace the right lead. Unrelated to the issue, during the procedure, the left and right leads were stuck at the implantable pulse generator (ipg) header and would not come out. To address the issue, both leads and the ipg were replaced. There was no report of patient harm or injury.

Manufacturer narrative:
Mml# (B)(4). Other device replaced. Model: 8145 descriptions: implantable stimulation lead serial number: (B)(6) UDI#: (B)(4).